Event description:
During a anterior cervical corpectomy at c4-c6, the neptune displayed a 7.7 error reading, it is unclear exactly when during the case, but believe prior to midway. Due to historical concerns with the neptune devices, a second back-up device was in the room and utilized. No harm to patient, case continued without incident.